Manufacturer narrative:
Per the clinic, the infections were treated with antibiotics (types and date not reported). The abutment has now been removed. This report is submitted on june 14, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at the abutment site. There are plans to remove the abutment; however this has not occurred as of the date of this report.